Event description:
The product was used during an unspecified procedure. Reportedly, the shaft disengaged. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/10/1999-supplemental report sent to FDA.